Event description:
The following was reported to hamilton medical ag: -o2 input flow test failed -calibrated service software mode but issues to resolved failure occurs during the general check. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). **UDI related data quality updates only** field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: o2 input flow test failed calibrated service software mode but issues to resolved failure occurs during the general check. No patient involvement.